Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor pcb and the high voltage tank transformer were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to display fluoroscopic exposure when attempting to conduct subtraction imaging. No pt serious injury or death was reported related to this event.